Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device was not working. All components were explanted and replaced. No adverse patient effects.